Manufacturer narrative:
The approximate age of the device was 86 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was expired due to gastrointestinal bleeding. The patient's inr levels were reported to be greater than 4.5. No symptoms were reported. As the patient was in palliative care at the time of the event, no diagnostic testing or treatment was performed.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding and death could not be conclusively determined. Bleeding and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.